Event description:
The guidewire was for access and negotiation of a stenotic right iliac. Upon withdrawal of the guidewire, the staff noted that a "1.5 cm area on the side of the wire was missing" the hydrophilic coating. Reportedly, the sheared portion of the coating could not be located. Pt experienced some post-operative discomfort, but the leg pulses, color and temp were unchanged. Add'l event specific info has not been made available.